Manufacturer narrative:
One used list #146870489 primary plum set was received for evaluation. A cut was observed in the tubing. The set was tested per product specifications. There was a leak from the cut in the tubing. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The set was tested per product specifications and a leak was observed from the cut tubing. The probable cause of the cut tubing is a sharp object. How, when, or where the cut happened cannot be determined, however, it would have occurred outside of ICU medical possession. Lot history review was performed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set. It was reported that holes were found in the tubing while running levophed; the hole was identified below the cassette. The leak was noticed and replaced without any patient harm. There was no report of harm.